Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The events: ischemia, discoloration, paraesthesia, and pain, are addressed in the labeling. Pustules and mouth ulcers are not explicitly mentioned in the labeling however those events can be considered secondary to ischemia. The case has been assessed as serious due to the intervention required to prevent permanent damage. Lot number was not reported. Batch record review and trend analysis cannot be performed. The events: ischemia, discoloration, paraesthesia, and pain, are already addressed in the labeling. Pustules and mouth ulcers are not explicitly mentioned in the labeling however those events can be considered secondary to ischemia. No corrective or preventive action will be initiated.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2015 by a physician which refers to a female, age unknown. The patient's medical history was not included. On (B)(6) 2015, the patient received treatment with an unknown amount of restylane (unknown lot) to the nasolabial folds with unknown needle and unknown technique. On the same day, (B)(6) 2015, the patient experienced a potential artery occlusion(implant site ischaemia). Later that night the patient presented to the ER of a hospital where she was reviewed by a dermatologist who sent her home and advised her to see the treating doctor. The patient was not admitted into the hospital. On (B)(6) 2015 (24hrs post treatment), patient was reviewed by treating physician. Hyaluronidase [hyaluronidase] was injected in the area. The patient also received an injection with 20 mg corticosteroid intramuscularly, and was prescribed antihistamines (no specifics provided), 400 mg brufen [ibuprofen] and topical & oral antibiotics (no specifics provided). The physician advised that the discoloration(implant site discolouration) has improved by about 80% and skin is now pink. Patient is currently experiencing pain in mouth(implant site pain) and after treatment with hyalase, she had pins and needles in mouth(paraesthesia). Next to injection site, patient said there are pimply spots (implant site pustules). Treating physician has also checked inside the patient's mouth and it appears that the patient has small ulcers in mouth(mouth ulceration). The treating physician prescribed topical anaesthetics and is considering an antiseptic mouth wash. Patient's status has improved and doctor will continue to monitor the patient. The reporter assessed the case as serious due to the intervention required to prevent permanent damage. At the time of the report the artery occlusion was recovered/resolved, within 2 days. The discoloration was recovering/resolving. The pins and needles in mouth, pain in mouth, pimply spots, and ulcers in mouth were not recovered/not resolved. The reporter has not assessed the causality between the events and the treatment with restylane. The company has assessed the events as possibly related to treatment with restylane.